Event description:
It was reported that the customer had deceased. It was unknown whether the auto mode was active or not at the time of death. The insulin pump was returned for the analysis. The case was reported on the basis of failure analysis.

Manufacturer narrative:
(B)(4). The customer passed away on (B)(6), 2022. Also, on case-(B)(4), svnumber : (B)(4) - customer returned pump for an alleged sensor glucose /blood glucose anomaly and was hospitalized for high blood glucose found on november 13, 2019. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08640 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. The pump was programmed with contour next test glucose meter. The pump connected successfully to the test meter and displayed ¿blood glucose meter connection successful¿. The pump communicated properly and recorded the 97 mg/dl test value properly from glucose meter. The pump sensor feature is working properly. No unexpected blood glucose meter communication errors or anomalies noted during testing. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. No sesnor glucose or blood glucose anomaly noted during the testing. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a scratched case. The pump was received without a battery installed. Please see below for the date range listed in the formatted history file. The formatted history file lists data from march 02, 2021 to march 14, 2022. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high blood glucose. Sensor glucose /blood glucose anomaly was not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.